Manufacturer narrative:
Pt was taking doxycycline (antibiotic) from (B)(6) 2011 and amiodarone from (B)(6) 2011. Per product user guide, "certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting, stopping or changing the dose can affect the inr value." Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 5.0, reference: 2.5, mean: 3.75, confidence limits: 2.2 - 5.3. Date: (B)(6) 2011, inratio: 3.4, reference: 2.4, mean: 2.90, confidence limits: 1.8 - 4.2. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Recent test conducted on lot #254609 on 08/10/2011 met accuracy criteria. Test results are as follows: donor 86 = 3.4, 3.3, 3.1 inr; donor 87 = 1.8, 1.8, 1.7 inr. At least two out three replicates are within the allowable bias (+ or - 1.0) of reference results for donor 86 (2.80 inr) and donor 87 (1.50 inr), respectively. No further investigation will be pursued at this time. Conclusion: pt's medication may have contributed to unexpected results. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. No product was expected to be returned. Retained strip test result comparison met accuracy criteria. (B)(4). Action thresholds (B)(4) has been reached. As a result, testing was reviewed. Strip lot in complaint has strip cod p152a which brick lot number 246555 was assigned and packaged into strip lots (254609 and 257062). (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4). Corrective action is not required at this time.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 3.4, another poc: 2.4; last week, 5.0, 2.5. Meter and comparison method tests done within one hour of each other. Pt self testers daughter called. She reported that the pt's has never been stable on coumadin; inr his consistently fluctuates. Pt was taking doxycycline from (B)(6) and amiodarone from (B)(6). Pt is no longer taking amiodarone.